Event description:
It was reported that stent thrombosis, myocardial infarction (mi) and pain occurred. The target lesion was located in the proximal left anterior descending (lad) artery. In (B)(6) 2013, the patient presented with an acute anterior myocardial infarction. A 3.00 x 16mm promus element plus stent was implanted. In (B)(6) 2014, the patient presented to the emergency room with an acute anterior myocardial infarction. Stent thrombosis was noted in the previously implanted 3.00 x 16mm promus element plus stent. Pre-dilation was performed using a 2.50 x 15 non bsc balloon catheter. A 3.5 x 16 promus premier stent was then deployed to treat the vessel. The patient was on effient anti-platelet therapy for five days. Medications were then discontinued. Post procedure, it was noted that the patient experienced pain for 3-4 days. Patient was sent to intensive care unit.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).